Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "selective abortion" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks/ mid-face bilaterally with 2.95ml of harmonyca lidocaine. Approximately two months later, the patient had a non-device related ¿selective abortion.¿ no treatment was provided. The event resolved the same day.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks/ mid-face bilaterally with 2.95ml of harmonyca lidocaine. Approximately two months later, the patient had a non-device related ¿cervical pain.¿ four days later, the patient was treated with imrecoxib tablets, tongzhi surunjiang capsules, and loxoprofen sodium cataplasms. About three weeks later, the patient experienced ¿selective abortion.¿ the same day, the patient was treated with clindamycin dispersible tablets, motherwort granules, and traditional chinese medicine. The event selective abortion resolved the same day. The event cervical pain is ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.